Event description:
It was reported that a malfunction occurred in the customer's device. There was no reported adverse impact on the customer's blood glucose level. Technical support agreed to replace the pump, advising the customer to use an alternate insulin delivery method, specifically multiple daily injections (mdi). The customer was instructed on how to store the pump before returning it and was provided a pre-paid label for its return within ten days. The pump was confirmed to be under warranty, and the shipping address was verified by customer support.